Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: tibial loosening and pain.

Manufacturer narrative:
Conclusion and justification status: the complaint states knee revision performed on (B)(6) 2016 at armadale hospital. Case reported to the rep by the surgeon today (B)(6) 2016. Primary date not known, surgeon reported the primary knee replacement was done around 2 years ago. Reason for revision: tibial loosening and pain. Male patient dob (B)(6). This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. A review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.